Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a patient with unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The medical staff was concerned that a thrombus observed in the patient at the impella inflow could be occurring due to thrombotic material confirmed in the left atrium (la). It is unknown how hemostasis was achieved regarding the thrombus or if the thrombus was evacuated from the patient. It was reported that the impella was explanted, and the procedural outcome is the patient expired on support. Medical safety review of the event noted there is not have enough information to exclude impella device as an associated factor in the patient's demise.